Event description:
It was reported via user facility report "pt admitted to hosp for removal of septic left total knee. Pt has had persistent drainage, redness, swelling and pain in left knee despite antibiotic treatment. In 2004 pt had incision and drainage and culture of left total knee. Culture growth showed methacillin resistant staph aureus and peptostreptococcus magnus."